Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report a high-pitched sound coming from the monitor and repeated shut-downs. When powered on again, the monitor also displayed code 107 - multiple abnormal shutdowns. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (high pitched sound/ repeated shut-downs/ code 107) has been confirmed. Upon evaluation, the monitor displayed code 107. The cause of the high-pitched sound, repeated shutdowns, and code 107 was an intermittent connection at bga component u500 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The pt received a replacement monitor.